Manufacturer narrative:
Device lot number and expiration date unavailable device manufacture date unavailable.

Event description:
During a lead extraction procedure using the sls laser sheath, an svc tear occurred resulting in a patient death. The distributor (delta hospital) was present during the procedure but did not report the event. During a presentation made by a spectranetics representative to the physician about a mechanical tool, he reported the adverse event during use of the laser sheath. The event happened two years ago; exact date of procedure/death unknown.